Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that according to user, the curves were "frozen quickly". It is unknown if the device was in clinical use at the time the issue was discovered.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.